Event description:
It was reported that during preparation of the hi-torque (ht) versacore guide wire, the tip separated. Another same size ht verscore guide wire was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was unable to be confirmed; however, there was noted stretched tip coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in the reported tip material separation/noted stretched tip coils. The noted multiple bends throughout the entire length of the guide wire likely occurred due to handling or during packaging for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.